Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat # 502-03-54e; lot # at26j3. 6.5 cancellous bone screw 25mm; cat # 2030-6525-1; lot # my6kt5. Size 4 accolade ii 127 deg; cat # 6721-0435; lot # 92019303. Delta v-40 ceramic head 36/0; cat # 6570-0-136; lot # 91060505. 6.5 cancellous bone screw 35mm; cat # 2030-6535-1; lot # y507wm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not available.

Event description:
Revision hip due to infection. Initial surgery performed on (B)(6) 2022. First stage revision on (B)(6) 2023 - replaced with 44 #0 exeter stem, 36mm +0mm head, and 52od 36mmid rimfit cup.